Event description:
A customer reported that an infusion pump did not appear to deliver at the programmed infusion rate during a chemotherapy treatment. The customer observed a backflow of blood into the infusion set, which prompted them to switch the patient to another infusion pump. There was no patient injury involved with this incident.